Manufacturer narrative:
Investigation did not find evidence of physical damage and the sensor works as expected when tested on a service heart-lung machine. The sensor shall be recalibrated using a blood-loop calibration.

Event description:
User reported that the sat crit sensor was providing incorrect measurements regardless of factory reset. Spectrum medical considers this to be reportable, but there was no patient harm.